Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: narrative - it was reported that the patient initially underwent an ipom medial ventral hernia repair procedure on an unknown date. The surgeon opines that fixation was the problem in regards to the mesh detaching from the abdominal wall. Results: the concerned mesh shows the nonabsorbable, macroporous polypropylene mesh with absorbable components and fitted edges. The implant without stay suture fixation shows several fixed absorbatack tackers which measured the farthest distance of 35 tackers: approximately 18mm- 92mm. Conclusion (B)(4): the device information for use states that it is suggested to fixate the mesh 6.5mm to 12.5 mm apart at a distance approximately 6.5mm from the edge of the mesh.

Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent a laparoscopic ipom and mesh was implanted. One week later, the patient experienced a small intestinal perforation. During reoperation, it was found that 60% of the mesh was not adhered to the abdominal wall. The mesh was explanted and proceed mesh was implanted.